Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 09:02 am, the result from the meter was 6.0 inr and the result from a laboratory using dade innovin reagent was 4.3 inr. At 10:59 am, the result from the meter was 5.9 inr. There was no allegation of an adverse event. The customer stopped taking warfarin for 2 days based on the laboratory result. The customer was feeling "okay". The customer stated that venous blood was used and no drops of blood were expelled from the syringe before the meter measurement. The customer was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no changes in warfarin, no changes in diet, no new illness, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr, donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.